Event description:
It was reported that the pump touch screen was dark. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. Reportedly, the customer had an alternate pump for insulin therapy.